Event description:
The radiology department reported that the cook yueh centesis catheter broke off at the neck of the yueh, on two separate occasions. The first time, the physician assistant caught it in time and no harm was done. The second time the yueh broke off and was inside of the patient. A staff member was able to push on the patient's abdomen and the yueh came back out without any harm to the patient. These issues occurred with two separate lot numbers. Staff will be instructed to save any effected products and return to the manufacturer.